Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of post-sensed t wave oversensing were observed on the ventricular lead. Technical services was contacted and suggested programming to resolve the issue. The patient had no adverse consequences and will continue to be monitored.